Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a periprosthetic fracture. Patient twisted and fractured the hip.

Manufacturer narrative:
An event reporting periprosthetic fracture involving an accolade stem was reported. Periprosthetic fracture was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: no medical records were received for review by a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including medical records, patient details, x-rays prior to the revision and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of a periprosthetic fracture. Patient twisted and fractured the hip.